Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the battery is dead, the patent noted it is due to normal battery depletion. The patient stated they are having a lot of back issues, and around the stimulator is hurting a lot. The patient called back and repeated the same information, she also wanted to know what she should do with her programmer if she has the implanted removed. Additional information from the patient reported she went to the emergency room because the pain was to severe. The patient stated the implant site is red and swollen. The patient stated the implant site is still swollen and gets warm to touch in the evening. The patient noted she is working with her urologist. The patient noted the urologist will take the device out, but waiting manufacturer representative (rep). The patient wanted to know if it is okay to implant on the opposite upper buttock area. The patient noted pain, hurting and discomfort in august. The patient noted warmth, redness and swelling on (B)(6). The patient also added the pain got more severe on (B)(6). Additional information from the patient reported they are removing the implantable neurostimulator (ins) because it is sitting on a nerve and causing pain. The patient stated she went to the healthcare professional (hcp) two to three times and saw hcp on friday and it was decided to remove the ins. The patient noted the have back issues and a lot of pain. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.